Event description:
The reported event was described as "the excel console is down again". The event led to an increase in surgery time (exact time unk). Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.